Event description:
It was reported via clinic notes dated (B)(6) 2011 that the patient has had seven generalized tonic-clonic seizures this year when typically, the patient will have one or two a year. The physician adjusted the patient's device settings by increasing the pulse width to 500 usec and increased the duty cycle from 16% to 25%. The magnet pulse width was also adjusted however no details surrounding that adjustment were provided. The patient will be referred for generator replacement surgery as she has been implanted with the same generator for five years.

Event description:
Additional information received revealed that the patient underwent generator revision surgery where the generator was explanted and replaced prophylactically. The explanted generator has been returned to the manufacturer for analysis; however, the analysis has not been completed at this time.

Event description:
Product analysis has been completed on the explanted generator and no anomalies were noted. The generator performed according to functional specifications.

Manufacturer narrative:
Analysis of programming/device diagnostic history performed.